Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 70-80% stenosed, 20mm in length, 2.75-3.0mm in diameter, concentric, de novo target lesion was located in the severely tortuous and mildly calcified left circumflex artery (lcx). The lesion contained a >45 and <90 degrees bend. After a 6f ebu 3.5 guide catheter was placed, a non-bsc guidewire crossed the lesion. Pre-dilation was performed using a 2x10 non-bsc balloon catheter, leaving 30-40% residual stenosis in the lesion. Then a 24x3.00 promus premier drug-eluting stent was advanced to the lesion but resistance was encountered when the stent was pushed. The stent delivery system was removed and it was noted that some of the struts were lifted in the mid-portion of the stent. Another 3x32 promus premier drug-eluting stent was advanced to the lesion without any issue and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage with struts in the centre of the stent lifted distally from the stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 70-80% stenosed, 20mm in length, 2.75-3.0mm in diameter, concentric, de novo target lesion was located in the severely tortuous and mildly calcified left circumflex artery (lcx). The lesion contained a >45 and <90 degrees bend. After a 6f ebu 3.5 guide catheter was placed, a non-bsc guidewire crossed the lesion. Pre-dilation was performed using a 2x10 non-bsc balloon catheter, leaving 30-40% residual stenosis in the lesion. Then a 24x3.00 promus premier¿ drug-eluting stent was advanced to the lesion but resistance was encountered when the stent was pushed. The stent delivery system was removed and it was noted that some of the struts were lifted in the mid-portion of the stent. Another 3x32 promus premier¿ drug-eluting stent was advanced to the lesion without any issue and the procedure was completed. No patient complications were reported and the patient's status was stable.